Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not able to get the ipg charged up. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.